Event description:
It was reported that the atrial lead exhibited loss of capture and the patient received a notifier for out of range impedance; lead fracture was suspected. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.